Event description:
On (B)(6) 2014 occlusion due to restenosis in both two stents was confirmed. Worsen rutherford, rest pain and worsen claudication were observed. Pta (poba) was performed through the patient did not recover. This report is in relation to one of the zilver ptx devices. Reference related report 3001845648-2014-00276 for the second device.

Manufacturer narrative:
(B)(4). Incident requires FDA MDR report based on the intervention carried out due to the occurrence of occlusion in the lesion where a ptx stent was indwelling. This investigation addresses 1 x ziv6-35-125-6.0-120-ptx of lot c779528. The zilver ptx device involved in this complaint was implanted in the patient therefore is not available for evaluation. With the information provided, a document based investigation was carried out. Images were not available to support the complaint investigation. It may be noted that re-stenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads (or amplifies) to the restenosis process. Worsened claudication/rest and restenosis of the stented artery are known potential adverse events associated with the placement of this device. Summary of comments provided by the physician and sales rep were as follows: "I recon that reocclusion was unavoidable due to sever lesion." The complaint is confirmed based on customer testimony. A review of the manufacturing records for ziv6-35-125-6.0-120-ptx device of lot # c779528 revealed no discrepancies related to this complaint issue. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. Complaints of this nature will continue to be monitored for emerging trends.